Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, left ventricular lead dislodgement was noted. A temporary lead was placed. On (B)(6) 2018, both left ventricular leads were explanted. After the replacement lead was placed, it was noted the lead was pulled back. The newly placed lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.